Manufacturer narrative:
(B)(4): the device was unable to show a wave and the lcd was black. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The device was unable to show a wave and the lcd was black.